Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a venous anterograde approach. The 90% stenosed target lesion was located in a shunt anastomosis within the moderately tortuous and moderately calcified upper arm vessel. After a non-bsc guide wire crossed the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 22 atmospheres; however, on the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.